Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Upon receipt, a visual inspection was performed, and no anomalies were observed. Testing on the returned sensor showed signs of chemical degradation. However, a review of the in vivo sensor data did not demonstrate the corresponding behavior, making it unlikely that the degradation contributed to the reported inaccuracies. The observed degradation most likely occurred post-explant due to external factors such as improper storage conditions between explant and receipt at senseonics and is not considered representative of the sensor's in vivo performance.a further review of the in-vivo sensor data revealed patterns consistent with instances where the estimated values may have been entered as calibrations rather than true bg meter measurements. Entry of values other than true bg measurements can disrupt the calibration process and lead to significant deviations in the sensor readings. This most likely contributed to the observed inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 04 feb 2026. G3. Date received by the manufacturer? 04 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.